Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old female was implanted with impella cp for mechanical circulatory support. It was reported that while on impella support, the patient developed a small hematoma at the groin site. The sheath did not remain completely in the artery, and a great amount of bleeding into the thigh was observed as a result. It was reported the medical doctor (md) made cuts to allow for increased sheath length, then the pump was repositioned under echocardiogram (echo). It was noted that bleeding seemed to be under control. Two units of packed red blood cells (prbc) were given. It was later reported that the patient continued to bleed, and the md was concerned that the sheath was not in the artery due to the patient¿s size. The impella cp was weaned and removed.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.